Event description:
It was reported that the cartridge was leaking from the pigtail. Additionally, the customer reported a high blood glucose (bg) level of high mg/dl. Cause of the high bg was due to cartridge leaking. Customer addressed low bg by correction bolus via pump. Customer loaded a new cartridge to address the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.